Event description:
A nurse reported two patients with a toxic anterior segment syndrome (tass) reaction on the first day following intraocular lens (iol) implant surgeries. Fibrin was noted on the iol and in the anterior chamber. The patient was treated with medications. The event resolved with treatment. There are six medical device reports associated with this event. This report is for the first patient for the viscoelastic.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was received in a follow up phone call on 02/10/2012. A completed questionnaire was received on 02/08/2012. (B)(4).